Event description:
It was reported that after an interlink system solution set was primed, it was difficult to stop. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a follow up report will be submitted.